Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent a ventricular tachycardia (vt) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. The patient was under general anesthesia without intubation. A transseptal puncture is performed using an abbott sl0 sheath and abbott brk xs ts needle. Access to left atrium is monitored with pressure. Heparin is administrated to the patient. A 0.32 guidewire is advanced in the left atrium toward left superior pulmonary vein. A vizigo sheath is advanced over this guidewire in the left atrium pentaray catheter is introduced through the vizigo sheath in the left atrium. Pentaray is advanced toward the left ventricle to perform left ventricle mapping. The transseptal puncture is unexpectedly lost and vizigo sheath and pentaray move back in the right atrium. Smarttouch catheter in introduced in the vizigo sheath replacing pentaray in order to go back in the left atrium through the previous transseptal puncture. Smarttouch catheter is advanced toward the left atrium and vizigo sheath is advanced over the smarttouch catheter. The impedance monitoring shows >400 ohms values when passing from right to left atrium with smartouch catheter. Catheter movement is constrained through this access and physician cannot reach the left ventricle. Transthoracic echography is performed and a pericardial effusion is observed. Sub-xyphoid pericardial drainage is performed to stabilize patient. Procedure is stopped and heparin is reversed. Additional information: this adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event: procedure. Patient outcome of the adverse event: fully recovered (no residual effects) -to be confirmed. The patient required extended hospitalization because of the adverse event. Ventricular tachycardia ablation was cancelled due to adverse event on (B)(6) 2021. Nevertheless the patient's cardiac status requires this procedure to be done. Hospitalization was extended to monitor patient recovery and to perform ventricular ablation during the same hospitalization. Generator information: biosense webster smartablate. Transseptal puncture was performed with abbott brk-xs. Prior to noting the CT ablation was not performed. No steam pop because no ablation performed. The event occurred during transseptal phase. Irrigated catheter was used in the event and the flow setting was 2ml. The correct catheter settings were selected on the generator. No error messages were observed on biosense webster equipment during the procedure. No ablation was performed. High impedance is not MDR-reportable. However, since the event is life threatening and required cancellation of the procedure to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable.